Manufacturer narrative:
The company service rep replaced the display power supply. The system was tested to factory specifications. It functioned normally, and was returned to use.

Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, the central station display went blank. The pt was transferred to another central, and monitoring was continued. No pt injury was reported.